Manufacturer narrative:
(B)(4). Batch # p57k5r. Investigation summary: the analysis found that one gst60d reload was confirmed to have the pan partially dislodged and missing one double driver. No testing performed due the condition of the reload. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the internal associate was unable to load the device in to the stapler. The cartridge pan is not fully attached and it is missing a double driver. No procedure was involved.